Event description:
Reportedly, during the implantation of the subject ICD, the physician did not hear the "click sound" of the torque wrench when screwing the lead tip of the right ventricular coil even after several attempts. No problem was observed when connecting the other ports. The device was not implanted and will be returned for analysis.

Manufacturer narrative:
(B)(6), 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.